Event description:
The hcp reported that the pt could not recharge the neurostimulator as it was laying at an angle. The hcp attempted to reprogram the pt's neurostimulator, but was not able to get any bars. The pt's stimulator was replaced. The pt recovered without sequela.